Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that protector p20-o had drug droplets on it. The following information was provided by the initial reporter: material no.: 515064, batch no.: unknown. It was reported that drug droplets found on protector after disconnection from injector. Drug droplets found on protector membrane after disconnection from injector. A 30ml syringe was used and the drug was oxaliplatin.

Manufacturer narrative:
H6: investigation summary no photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time.

Event description:
It was reported that protector p20-o had drug droplets on it. The following information was provided by the initial reporter: material no.: 515064 batch no.: unknown it was reported that drug droplets found on protector after disconnection from injector. Drug droplets found on protector membrane after disconnection from injector. A 30ml syringe was used and the drug was oxaliplatin.